Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri). During the replacement procedure, difficulty was experienced with the setscrews. The device was successfully explanted and replaced with another manufacturer's device. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Analysis was performed at our post market quality assurance laboratory. Visual inspection noted that the rv-ring retainer ring was bent upward, consistent with damage caused during the explant procedure. All setscrews moved freely. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This device is part of the shortened replacement window advisory, originally communicated april 5, 2007. This issue is discussed in the q2 2010 product performance report.